Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced a syncope episode and presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2016, the lead was capped and replaced. The patient tolerated the procedure well and was discharged at the same day.